Manufacturer narrative:
Sample has been requested and evaluation will be completed if received.

Event description:
Nurse was priming set with antibiotic when fluid sprayed from cut in tubing 8" above lower luer lock. Nurse had allergic localized reaction due to allergy to med. Nurse is reported to be fine. Event occurred before patient use.